Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a pericarditis. No further information was provided.

Event description:
It was reported that a patient experienced a pericarditis. After a pulsed field ablation (pfa) procedure the patient developed a myocarditis. The patient had successfully recovered from the event and was discharged from the hospital.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field b5 with additional information received. Unique identifier (UDI) # information updated.